Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: consumer power wheelchairs, wheels, other/defective. Excessive water damage bearings. Complaint of wheel hubs have cracked and caused the bearings to make popping sounds was confirmed. The underlying cause is excessive water damage.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs, wheels, other/defective. Excessive water damage bearings. Provider alleges the wheel hubs have cracked and caused the bearings to make popping sounds.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the wheel hubs have cracked and caused the bearings to make popping sounds.